Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Product type: catheter. H3. Device evaluation anticipated but not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (15mg/ml at 3.097mg/day) and bupivacaine (40mg/ml at 8.259mg/day) via an implantable pump. It was reported that no medication was being administered. Multiple pump refills were pulling more medication than expected in the reservoir, progressively pulling more. The last pump refill 20ml was pulled with only 5ml expected. The patient experienced withdrawal symptoms. The reservoir expected volume at the date of the procedure after a recent refill was 17.8ml and the actual volume was 20ml. A revision was scheduled for (B)(6) 2025. A catheter access port (cap) procedure was performed during the procedure and was unable to aspirate from the cap. No cerebrospinal fluid was seen at the pump segment when cut, and none was seen in the spinal segment when cut on both sides of the anchor. The pump and catheter were fully replaced. The issue was not resolved at the time of the report.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was to report a volume discrepancy. The rep stated that at pump refill last week they were expecting 5 ml and got back all 20. The hcp checked again today and there was supposed to be 17 and they still got back 20. The rep stated that he was told they did a roller study and dye study. The rep had no further details at the time of the call. The issue was not resolved through troubleshooting. The rep stated that he was going to see the hcp and patient tomorrow [(B)(6) 2025].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿no significant anomaly ¿ catheter body ¿ dried drug, blood, or foreign material occlusion¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.